Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lot 70426p100 were in use. There was no adverse impact to patient management reported.

Manufacturer narrative:
Concomitant medical products: architect i2000sr analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Evaluation codes, the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting and is therefore unassigned. This is the final report.